Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the tine/ lobe was deformed. It was determined that this damaged occured during implant evaluation summary (B) (4) deformed tine/lobe (B) (4) full lead.

Event description:
It was reported that during the implant procedure there was sensing difficulties. The lead was not implanted. No patient complications were reported as a result of this event. During ddd pm implantation, dr tried to find good location of a lead, but sensing was confirmed only once as below 0.25 mv, also non capture occured although pacing. Changed analyzer cable, but nothing changed. As a result, gave up. A lead implantation and vvi selected. Edit (B) (6) 2010, it was reported that during the implant procedure, there was sensing difficulties. The lead was not implanted. No patient complications were reported as a result of this event.